Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced for a more rapid than expected transition from no elective replacement indicator (eri) to end of service (eos). It was also reported that prior to replacement a manual charge resulted in a charge timeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.